Manufacturer narrative:
Patient identifier: cat, patient ethnicity: patient is an animal, patient race: patient is an animal, implanted date: device was not implanted, explanted date: device was not explanted, initial reporter occupation: cvt/vet tech manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. We have received twenty-five (25) complaints covering fy20 to fy22 (november 29, 2022), from the same issue where the cause was not identified as related to our product or production process. There is no evidence that there was a pre-existing defect with the device related to either the materials or the manufacturing process. As informed through the additional information, the involved device was inserted and in place on the patient for up to six (6) hours without any reported issues until the time it was removed which indicates that the device performed properly. It is also most likely that the damage occurred during, or just prior to the removal process. Verification of retention samples showed no related defects on the catheter tube that would lead to either catheter tube breakage or a detached catheter tube from the hub. Moreover, samples passed the catheter tube and catheter hub fitting force test and have higher tensile strength against our specification of >7.845n. Further evaluation of the tensile strength of our catheter tube was conducted through manual pulling and bending tests using resistance breakage tester (in reference to the previous catheter breakage complaints). The catheter tube elongated, and an evident dent was observed however, no breakage or holes were noted on the catheter tube. We also have 2 stages of visual inspection which cover the overall condition of the product. Defects that might cause catheter breakage are detected during these processes. (B)(4).

Event description:
The user facility reported that they had a catheter break, post-surgical procedure. The patient was a female cat having either a dental or spay procedure. The catheter was placed approximately six (6) hours with no sign of leakage or issue during use. Post- op, upon removal, the tech noticed that a of the piece of catheter sticking out of cat at placement site when the tape was removed. The tech was able to retrieve the catheter piece with forceps, therefore the cat was not harmed. The catheter was kept in place during the use with the tape the catheter, and scissors are used to remove, however the cut on the leg was lateral, and not near the actual site of the catheter entry. Approximately 1mm of catheter was left attached at the hub, and the other part removed with forceps was fully removed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the unused samples return date. The investigation is currently ongoing; the actual sample will be returned. Another follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow-up no. 3 to correct follow-up no. 2. H6: investigation conclusion code 4310. Code 4310 was inadvertently used and should be replaced with the updated code used in this report.